Event description:
Reportedly, the pacemaker was programmed in safer pacing mode at 50 min-1 on (B)(6) 2020. The atrial pacing output was programmed at 2.5 v/0.35ms and the ventricular pacing output was programmed at 2.5v/0.5ms. The battery impedance was measured at 7.21 kohms. A message stating that the estimated residual longevity was inferior to 3 months was displayed. At the end of (B)(6) 2020, the patient felt unwell and went to the hospital. The ECG showed ventricular pacing at 70 min-1. During a follow-up performed on (B)(6) 2021, the device was found to have reached its recommended replacement time (rrt) and was found operating in vvi pacing mode at 70 min-1. The ventricular pacing output was still programmed at 2.5v/0.5ms. A message stating that the rrt had been reached was displayed. During a follow-up performed on (B)(6) 2021, the estimated residual longevity was inferior to 3 months. Preliminary analysis revealed that the device reached its recommended replacement time (rrt) on (B)(6) 2021, leading to the reprogramming of some parameters. Based on available data, normal battery depletion occurred (based on hrs guidelines). Recommendations stating that the pacemaker should be replaced, since it reached its rrt, were provided on (B)(6) 2021. In addition, review of the provided patient files revealed atrial noise oversensing, which could have resulted from an atrial lead issue.

Manufacturer narrative:
Preliminary analysis results showed that the subject device operated as specified. It was reported on (B)(6) 2021 that a device explantation procedure was scheduled.

Event description:
Reportedly, the pacemaker was programmed in safer pacing mode at 50 min-1 on 1 (B)(6)2020. The atrial pacing output was programmed at 2.5 v/0.35ms and the ventricular pacing output was programmed at 2.5v/0.5ms. The battery impedance was measured at 7.21 kohms. A message stating that the estimated residual longevity was inferior to 3 months was displayed. At the end of (B)(6) 2020, the patient felt unwell and went to the hospital. The ECG showed ventricular pacing at 70 min-1. During a follow-up performed on (B)(6) 2021, the device was found to have reached its recommended replacement time (rrt) and was found operating in vvi pacing mode at 70 min-1. The ventricular pacing output was still programmed at 2.5v/0.5ms. A message stating that the rrt had been reached was displayed. During a follow-up performed on (B)(6) 2021, the estimated residual longevity was inferior to 3 months. Preliminary analysis revealed that the device reached its recommended replacement time (rrt) on (B)(6) 2021, leading to the reprogramming of some parameters. Based on available data, normal battery depletion occurred (based on hrs guidelines). Recommendations stating that the pacemaker should be replaced, since it reached its rrt, were provided on (B)(6) 2021. In addition, review of the provided patient files revealed atrial noise oversensing, which could have resulted from an atrial lead issue.

Manufacturer narrative:
D3 - g1 corrected. Please refer to the attached analysis report.

Event description:
Reportedly, the pacemaker was programmed in safer pacing mode at 50 min-1 on 1 december 2020. The atrial pacing output was programmed at 2.5 v/0.35ms and the ventricular pacing output was programmed at 2.5v/0.5ms. The battery impedance was measured at 7.21 kohms. A message stating that the estimated residual longevity was inferior to 3 months was displayed. At the end of (B)(6) 2020, the patient felt unwell and went to the hospital. The ECG showed ventricular pacing at 70 min-1. During a follow-up performed on 5 january 2021, the device was found to have reached its recommended replacement time (rrt) and was found operating in vvi pacing mode at 70 min-1. The ventricular pacing output was still programmed at 2.5v/0.5ms. A message stating that the rrt had been reached was displayed. During a follow-up performed on 7 january 2021, the estimated residual longevity was inferior to 3 months. Preliminary analysis revealed that the device reached its recommended replacement time (rrt) on (B)(6) 2021, leading to the reprogramming of some parameters. Based on available data, normal battery depletion occurred (based on hrs guidelines). Recommendations stating that the pacemaker should be replaced, since it reached its rrt, were provided on (B)(6) 2021. In addition, review of the provided patient files revealed atrial noise oversensing, which could have resulted from an atrial lead issue.